Event description:
It was reported that the patient was hospitalized at (B)(6) hospital on (B)(6) 2025. The patient's blood glucose levels were rising which prompted the patient to call the paramedics who measured their blood glucose which was 31 mmol/l (558 mg/dl). The pod was worn between 5 and 24 hours on the abdomen. At the hospital, the patient was administered insulin (administration method was not mentioned). The patient was released the following day.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.